Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device retained by the patient.

Event description:
It was reported that the patient felt a snap the prior sunday and experienced pain.

Manufacturer narrative:
An event regarding disassociation involving a metal head and an accolade stem was reported. The event was confirmed from the pictures provided. Method & results: device evaluation and results: the device was not returned. However, an image was provided. Biological debris was noted on the stem. Severe wear was noted on the trunnion. Medical records received and evaluation: a review of the provided information by a clinical consultant could confirm the event but could not determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, x-rays, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the patient felt a snap the prior sunday and experienced pain.